Event description:
The pt stated that two insulin cartridge have broken in his infusion device in the past week causing elevated blood glucose. He stated he noticed the first cracked cartridge last week and his blood glucose elevated to 425 mg/dl. He stated he had flu like symptoms and he was very thirsty. He stated he cleaned out the cartridge compartment and changed all of his accessories and his blood glucose returned normal. He stated that in 2007, he was priming and the insulin cartridge broke. He stated he again cleaned the cartridge compartment and changed all of his accessories. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.